Event description:
It was reported in clinic notes that the patient was referred for generator replacement. Clinic notes indicated that the patient's recent seizure clusters had been a little longer and required additional intervention. It was also reported that the patient's vns battery was getting low which "perhaps correlates with the slight increase in her seizure events" per the physician. Multiple attempts were made to obtain additional information; however, no further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
It was reported that the patient's generator was replaced prophylactically (intensified follow-up indicator = yes condition). The explant facility historically does not return explanted products; therefore, return of the generator is not expected to date. No further relevant information has been received to date.